Manufacturer narrative:
This report is being filed under (B)(4) by (B)(6) on behalf of the (B)(4). The facility reported that the sling loop was not engaged correctly in the spreader bar hook since the loop was on the top of the hook and slid off, causing the reported incident. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
The incident occurred while staff were using the medi-lift to move a resident from bed to wheel chair. The staff connected the sling, raised the resident's bottom approx 3 feet off the floor and moved the floor lift to the left towards wheelchair when the left shoulder loop detached. The resident slid to the floor, his head hitting on the right leg of the lift, suffering a 2-inch abrasion laceration (unable to suture). The pt expired the next day due to complications resulting from the incident.